Event description:
It was reported that a patient presented in-clinic for an unrelated generator change procedure. Prior to the procedure, interrogation of the right ventricular (rv) lead revealed high capture thresholds and diminished r-wave sensing. The rv lead was capped and replaced on (B)(6) 2022. The patient was discharged and no additional patient consequences were reported.